Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during an infusion (100 ml/hr), a leak was observed at the catheter connection below the spin collar of the administration set. No patient harm was reported.

Event description:
The customer reported that during an infusion (100 ml/hr), a leak was observed at the catheter connection below the spin collar of the administration set. No patient harm was reported.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer complaint of leakage at the spin collar was confirmed. A picture provided by the customer showed a leak from the male luer to the connection of the maxzero. The root cause of this failure was not identified.